Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a foreign matter that had entered the main body of the suction evacuator when it opened and before the patient was seen.

Manufacturer narrative:
The reported event is confirmed manufacturing related. Visual inspection noted foreign material inside the bulb evacuator appearing t be larger than 0.6 mm2. This does not meet specification which states "product and package (kit) must be free from visible loose or embedded foreign matter greater than an aggregate total of 0.6mm2 or 1/16¿. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be defective components from supplier/ with contamination. However, there was insufficient information to confirm this potential root cause. A device history record review could not be performed without a lot number. Labelling review is not required as labelling would not have prevented the reported event. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a foreign matter that had entered the main body of the suction evacuator when it opened and before the patient was seen.